Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been hospitalized for high blood glucose levels and diabetic ketoacidosis. The customer thought that the pump was the cause of the event. The customer did not provide further information regarding the high bg or hospitalization. Although multiple attempts were made, the customer did reply to the requests. No additional information was provided.